Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred, another proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole suture was returned partially exposed from the device, the knot was unraveled. The plunger, anterior cuff, and anterior needle were not returned. The posterior cuff was observed remaining in the foot pocket, which confirmed the reported cuff miss experience. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from posterior foot during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The needle trajectory of every device is verified twice during manufacturing. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported previous access and prior device closure in the target groin could have contributed to the needle deflection; however, this could not be confirmed. No information was provided regarding user technique that may have affected the device performance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the posterior cuff miss that subsequently resulted in a link detachment and failure to retrieve the suture is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record did not reveal any relevant nonconforming material records associated with this lot. A review of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency.